Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump emitted unspecified call service alarm that the customer could not clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2016 with the following findings: review of the black box data and the alarm history revealed record of call service 64-0008 alarm. On investigation, the pump powered on properly without alarm. Rewind, load and prime steps were successfully performed. A leak test failed due to moisture ingress at the display lens. The pump was opened for further investigation and revealed moisture damage inside the pump. Unrelated to the original complaint, the display screen was noted to be dim and discolored.